Event description:
It was reported representative told patient because of the setting on the implant, the patient was only going to get 2 to 3 hours out of stimulator battery before having to charge it since implant. It took patient anywhere from 2 to 3 hours combined to charge ins and controller on 2019-april-27. Patient noted rep was notified immediately, and patient had been in for reprogramming 3 to 4 times because patient was not getting enough stimulation to relieve pain, patient told doctor yesterday. Patient had numerous injections, was on pain killers right now because the stimulation wasn¿t doing enough. Patient had numerous procedures for pain, like injections and getting his nerves cut but the pain came back within 3 to 5 weeks. Patient noted the max relief he had got from stimulator was 6 weeks but last week pain started to come back in area that he normally had pain in for a long time. Patient was going to back in for another procedure in the next 2 months for it. It was mentioned rep had been aware of recharge frequency and stimulator was not relieving pain enough. Additional note from patient stated patient had a lot of other medical issues and he was up every single night until 6 to 7 am and did not get much sleep. Patient mentioned that had rotator cuff on his shoulder, now his other side when patient woke up this morning, he could not hardly raise his arm, so now patient was thinking his other shoulder was going to have rotator cuff surgery on it, so he had pain coming from everywhere. No further complication and no symptoms were reported additional information from patient indicated the controller screen displayed a ¿system problem¿ message, rm02. Prior the call, patient took the lithium battery pack out of controller and resetting controller resolved the message. Patient noted he also powered the controller off and back on, and that resolved the message, the message was not present during call. Troubleshooting resolved the reported issue. No further complication and no symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# (B)(4) , product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he had to sit still while charging the ins otherwise the controller would lose connection. The patient had to start charging again when this happened, so it can take longer to charge sometimes. The patient also reported that the ins had not helped that much with his pain since he had it implanted. The patient had mentioned they had tried reprogramming the ins. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a loss of therapy results. Patient has been working with their manufacturer representatives regarding reprogramming several times over the past couple of months. The patient reported the last time they were reprogrammed the stimulation was adjusted to where they would not feel stimulation but should be getting relief. The patient reported their pain has gradually gotten worse. It was reported that when they turn therapy on they will feel it stimulate on their right front side but not feel stimulation in their back where they need it. The patient reported they were having to charge their ins every 3 hours because the ins depletes fast. It was reported the patient was getting message screens on the controller. Patient indicated message seen was software problem, cannot continue. Patient was having to charge ins longer because of connection issues. No further complications reported and/or anticipated at this time.